Event description:
It was reported that the customer had a motor error alarm on the insulin pump during a rewind. Customer's blood glucose level was 23.3 mmol/l. Pump was not bumped or dropped. Customer does not use the sensor feature. Pump can be rewound. Pump will be returned for analysis and replaced. No further assistance needed.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip noted during visual inspection. The insulin pump passed prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms noted

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.